Event description:
It was reported that the revision surgery was planned to be performed on a patient using blueprint planning software on (B)(6) 2026. It was further reported stryker devices (reverse flex) were revised following the planning. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the revision surgery was planned to be performed on a patient using blueprint planning software on (B)(6) 2026. It was further reported stryker devices (reverse flex) were revised following the planning. No further information was provided.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. The reason for revision was not provided despite several attempts to obtain the necessary information. Since images were provided, the opinion of the medical expert was requested on this case despite the limited information provided and stated as follows. We do not know the reason for revision. The glenoid baseplate and glenosphere are in an upward tilted position, yet we have no early postoperative images for comparison. There is some less dense bone close to the baseplate, loosening however cannot be confirmed with the current imaging. Failure of total shoulder replacement over time is a known complication. In case of a revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where no such information is available, this assessment is limited. No conclusive statement can be provided, because key clinical information (eg clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. Due to these limitations, I am unable to provide statements about the patient, the procedure, and/or the device in relation to cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.